Manufacturer narrative:
Additional info: d4 (model #, catalog #), & h6 (patient codes, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of total mesorectal excision of remaining rectum & take down of ileostomy. It was reported that after the implant, the patient experienced fluid collection, abscess, inflammation, blood in pelvic pouch, fevers, chills, abdominal pain, tenderness, adhesions, arthralgias, generalized rash, low back pain, infection, utis, fistula, loose staple, & fibrosis. Post-operative patient treatment included CT scan, exploratory lap, lysis of adhesions, diverting loop ileostomy, use of jp drain, hospitalization, ileoscopic/endoscopic exam, IV medication, pain medication, IV antibiotics, division of ileostomy and creation of end-ileostomy, staple removal, biopsies, sigmoidoscopy, fistulogram, excision of opening of fistula tract, aspiration of abscess, reversal of ileostomy, re-anastomoses with stapler, & wound care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.